Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, it is visible in the logs that the user interface controller has stopped logging suddenly on (B)(6) 2021 at 00:20:47 am. The ventilation continued with the last settings, the buzzer sound alarm active, the red alarm leds on and the nurse call activated. Even if the issue will likely no longer be reproducible, the mainboard of this vent should be exchanged. The customer has already exchange the mainboard and was asked by the technical team to send the defective device to the fa lab. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported to vyaire medical that the bellavista 1000e screen went blank, red alarms on top were on and it was alarming during patient use. The nurse immediately took the ventilator off the patient and manually ventilated until she could be placed on another ventilator. The customer confirmed that there was no patient harm reported from this event.

Manufacturer narrative:
Result of investigation: the exact root cause not established. It is most likely that the epc is causing the issue. Even if the issue will likely no longer be reproducible, the mainboard of this vent should be exchanged.